Event description:
It was reported that cgm displayed error during use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with support guidance, confirmed error did not reappear, and successfully started sensor session, with no additional information reported regarding any further outcome.